Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2000 to 2009. Concurrent conditions included abdominal discomfort. Concomitant products included darunavir since 2013, medroxyprogesterone (depo provera) from 2013 to 2014, ritonavir (norvir) since 2013 and truvada since 2013. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and anaemia ("anemia"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the vulvovaginal pain, abdominal pain lower, urinary tract infection, headache, dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion date of essure (B)(6) 2014 (discrepancy noted). Left 3 coils right 4. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, urinary tract infection, migraines, headaches, dyspareunia, anemia, did not undergo essure confirmation test added.events outcome,lot number,reporters,hitorical drug,concomitant medication added.case got medically confirmed yes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2000 to 2009. Concurrent conditions included abdominal discomfort. Concomitant products included darunavir since 2013, medroxyprogesterone (depo provera) from 2013 to 2014, ritonavir (norvir) since 2013 and truvada since 2013. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and anaemia ("anemia"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the vulvovaginal pain, abdominal pain lower, urinary tract infection, headache, dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion date of essure on (B)(6) 2014 (discrepancy noted). Left 3 coils right 4. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.